Event description:
The customer reported an uncontained hydro leak involving a unicel dxc 600 synchron system. The customer indicated that there was a puddle on the floor which appears to be de-ionized water. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) determined the leak from the hydro was caused by a blocked line at the gravity drain canister causing the mixer wash tower and the refrigeration condensation to overflow. The fse cleaned the spills, removed the center back of the instrument and cleaned the gravity canister and all fittings. Repairs were verified per established procedures and results met published specifications. Failure mode is an obstructed fitting at the gravity drain canister causing the hydro to leak and mixer wash cups/refrigeration condensation cup to overflow.

Manufacturer narrative:
Results: obstructed fitting at the gravity drain canister. (B)(4).